Event description:
Starclose vascular closure device placed in left groin by physician. There was severe circumferential porcelain calcium of the common femoral artery, and the closure device got stuck and broke, and left a very large bleeding hole. Remnant was removed. No specific product information was retained.